Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) software upload failure, programmer will not start up properly. The touch screen was found unresponsive.

Event description:
It was reported there was a software upload failure; the programmer would not startup properly. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement was reported.